Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During asnis3 surgery, the surgeon the drilled the screw hole. When the surgeon pulled out the drill bit, the tip of drill bit broke. The surgeon removed the tip of broken drill from the patients' bone (medial malleolus).

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The reported incident that a "cannulated drill asnis iii ø2.7mm ao fitting" broke when the surgeon pulled it out from the bone (s-11 / breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided (s-03 / no failure mode can be confirmed). Since the actual "cannulated drill asnis iii ø2.7mm ao fitting" was not returned, an inspection could not be performed. However, the reported failure mode is likely to have happened, due to excessive torque being applied while twisting the drill. Such power, in combination with hard/dense bone could definitely deform the drill and lead to a breakage. Particularly, if the drilling was in an inclined angle, in the hard bone, a bending moment could be generated, leading to a fracture of the drill bit, as the one reported. As stated in the IFU: "ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry." Users should always read the instructions provided before using a specific instrument/implant. Such breakage could also occur due to multiple uses of the device. In the cleaning and sterilization guide it is written that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ however, it is advised that the drills should be considered as ¿single patient use devices.¿ therefore they should not be used in more than one surgical operation. ¿in case of failure, the instrument must be replaced and not be used.¿ in the IFU it is specified that ¿single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications.¿ a deviation from the instructions for cleaning and sterilization could also affect the device`s body. It is clearly stated in the cleaning and sterilization guide that ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ the drill is made out of steel and if the appropriate conditions are not observed it is quite possible to become rusty. As a consequence, this rusty and rough surface, in combination with excessive torque and twisting forces applied, can lead to breakages. The IFU clearly states that ¿instruments which are supplied in a non sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ moreover, ¿before preparing for sterilization, all medical devices should be inspected. All parts of the devices should be checked for visible soil and/ or corrosion.¿ and in all cases ¿the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed.¿ if the drill has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Last but not least, for cannulated instruments, the users should always ¿ensure that bone debris does not accumulate in the cannulation of the instrument.¿ the combination of violent rotating moves with some debris left in the cannulation of the drill, can definitely lead to a jammed situation and potentially to a breakage. Therefore, appropriate cleaning and inspection should be performed in order to avoid any of the mentioned situations. According to the cleaning and sterilization guide, ¿pay particular attention to cannulations and blind holes. Generally unmagnified visual inspection under good light conditions is sufficient. Particular attention should be paid to recessed features (holes, cannulations). Based on the abovementioned statements, the potential root cause would be attributed to a user related issue. Nevertheless more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause. A review of the device history was not possible because the lot number of the ¿cannulated drill asnis iii ø2.7mm ao fitting¿ was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was lost.

Event description:
During asnis3 surgery, the surgeon the drilled the screw hole. When the surgeon pulled out the drill bit, the tip of drill bit broke. The surgeon removed the tip of broken drill from the patients' bone (medial malleolus).